Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had mild opacification. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.6. And h.11. The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint of mild opacification. It is unclear if this is posterior capsule opacification or lens opacification. The lens remains implanted. Not enough information was provided for further investigation. Information was provided that the patient was from 2015. The patient was not seen for 9 years. Patient sees 7/10 with glasses and has mild opacification. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4)